Event description:
It was reported via another manufacturer that a vessel rupture occurred. The pt was treated for an abdominal aortic aneurysm with another manufacturer's endoprosthesis. After deployment of the contralateral leg component, the physician used a 33 mm equalizer balloon which ruptured the left common iliac artery. Angiography revealed extravasation of contrast of the proximal left common iliac artery, as well as a type ib endoleak and 2 cm of distal landing zone to the internal iliac. The physician implanted another manufacturer's device down to the level of the left hypogastric to repair the ruptured common iliac artery, however, a distal type I endoleak was discovered. Angiography revealed a small amount of continued extravasation of contrast. The physician then chose to coil embolize the hypogastric and implant another manufacturer's device extending the graft into the external iliac artery. The final angiography revealed complete exclusion of the aneurysm, ruptured iliac, and no endoleak. The pt tolerated the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.